Manufacturer narrative:
(B)(4).

Event description:
The customer initially questioned high results of >7.77 ng/dl with data flags for "a couple" patient samples tested for elecsys ft4 ii assay (ft4 ii). The customer pulled 4 patient samples with high ft4 ii results and repeated them on a different e 601 analyzer. Based on the data provided, the results for 2 patients were erroneous and reported outside of the laboratory. Patient 1 initial ft4 ii result was 6.5 ng/dl. The repeat result on a different e601 analyzer was 1.13 ng/dl. Patient 2 (female with date of birth of (B)(6) 1990) initial ft4 ii result was 4.59 ng/dl. The repeat result on a different e601 analyzer was 0.92 ng/dl. No adverse event occurred. The ft4 ii reagent lot number was 18861001 with an expiration date of 10/31/2016. The customer stated they reran quality controls (qc) on the ft4 ii assay and both levels resulted as >7.77 ng/dl with data flags. They ran qc on the digoxin assay as well as it is the only other assay run on measuring cell 2. The qc results for digoxin were also out of range. The customer ran qc for all the tests run on measuring cell 1 and they were all acceptable. The field service engineer (fse) visited the customer site. The beads mixer wash station was not draining properly resulting in water carry over. The gear pump pressure was above the manufacturer's specification at 360 kpa and the main pump pressure was above the manufacturer's specification at 120 kpa. The fse cleared the beads mixer wash station drain and adjusted the gear pump pressure to 300 kpa and the main pump pressure to 63 kpa per the manufacturer's specification. The fse verified that the beads mixer wash station drained properly. The instrument was checked and no errors or alarms were generated. The customer completed calibration and qc for ft4 ii and digoxin and received acceptable results.